Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump, damaged belt clip, crack on battery tube side. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884. Troubleshooting was performed for damaged pump, informed customer about product replacement/return policy. Troubleshooting was performed for belt clip damage, advised customer that will ship a replacement clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case (battery tube), battery tube threads - cracked and missing o-ring (reservoir tube). Cosmetic damage was confirmed at the battery compartment however unit received without a belt clip therefore cannot determine if hinge is cracked/damaged. Other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.